Event description:
Medwatch form rec'd from customer that states "svo2 thermodilution pa catheter was placed under fluoro in cath lab. Upon arrival to ccu from cath lab, catheter was in pa waveform position. Balloon was inflated with 1.5cc air without difficulty for wedge pressure. Balloon was deflated and catheter was retracted to cvp position. Pt sat up in bed and stated difficulty of breathing, coughed up blood and went into respiratory distress. Pt lost pulse and a full CPR code was performed. The catheter was not recovered and pt was not autopsied." Follow-up with customer contact yielded the following info: the nurse caring for the pt noted that the wedge wave form continued after wedge pressure obtained and balloon deflated. When the nurse was unable to get the catheter out of wedge wave form the catheter was then pulled back by the nurse and it was at that time that bleeding began from the pt mouth and nose. Suction of pt was began while staff physician and nurse attempted to calm pt who was extremely agitated. Staff was unable to stabilize the pt and when pt pulse was lost the attempt to resuscitate the pt was unsuccessful and she expired. No additional info was available.